Manufacturer narrative:
The manufacturer is submitting a correction and an update to the last report. The manufacturer received further information from an analysis of the manufacturers final report performed by the physician. The updated final event summary was included in section b5. An 88-year-old male, with a clinical history of hemodialysis since 2005, chronic atrial fibrillation and diabetes mellitus hemodialysis for 15 years due to diabetes mellitus, s/p prostate cancer, af, sts score 23%, shaggy aorta \ preoperative patient baseline was platelets 80,000 (after placement in perceval, decrease to 42,000 as expected, then increase to 56,000), fibrinogen 193, hemoglobin a1c 6.3, albumin 3.1, was implanted with a perceval valve on (B)(6) 2019 with concomitant left atrial appendage closure. Immediate post procedure only aspirin was administrated until (B)(6), then warfarin was administrated with adequate inr control. The patient had been uneventful until (B)(6) 2019, when he started to have fever and a sternal wound infection was diagnosed. On 5 november 2019 a CT scan revealed findings mediastinitis. Two wound debridements had been performed and antibiotics therapy was started. Blood and wound cultures revealed serratia marcescenes. A transthoracic echocardiography (tte) performed on 29 october 2019 did not show any issue with the valve leaflets. A tte done on (B)(6) 2019 revealed immobility of the right coronary cusp. A transesophageal echocardiography (tee) performed on november 9 showed immobility and thickening of the right and left coronary cusps. A thrombus was found at the edge of the left atrial appendage. A second tee done on november 11 confirmed the previous findings. On (B)(6) 2019 the perceval valve was explanted due to a reported leaflet dysfunction and replaced with an inspiris valve the explanted valve was received by livanova for evaluation on (B)(6) 2019. This perceval valve was explanted after 2 weeks and 5 days due to a reported leaflet dysfunction. Patient died on nov 30 reportedly due to multiple organ failure. Per review of the manufacturer's report the physician provided details on the cause of death: the patient passed away on (B)(6)(not nov. 11, 2019 as originally indicated in the last report) due to multiple organ failure. This occurred with the newly implanted inspiris valve and not while the livanova valve was implanted.

Event description:
An 88-year-old male, with a clinical history of hemodialysis since 2005, chronic atrial fibrillation and diabetes mellitus -hemodialysis for 15 years due to diabetes mellitus, s/p prostate cancer, af, sts score 23%, shaggy aorta \ -preoperative patient baseline was platelets 80,000 (after placement in perceval, decrease to 42,000 as expected, then increase to 56,000), fibrinogen 193, hemoglobin a1c 6.3, albumin 3.1, -was implanted with a perceval valve on 25 october 2019 with concomitant left atrial appendage closure. Immediate post procedure -only aspirin was administrated until 29 october, then warfarin was administrated with adequate inr control. -the patient had been uneventful until 3 november 2019, when he started to have fever and a sternal wound infection was diagnosed. On 5 november 2019 a CT scan revealed findings mediastinitis. Two wound debridements had been performed and antibiotics therapy was started. Blood and wound cultures revealed serratia marcescenes. A transthoracic echocardiography (tte) performed on (B)(6) 2019 did not show any issue with the valve leaflets. A tte done on (B)(6) 2019 revealed immobility of the right coronary cusp. A transesophageal echocardiography (tee) performed on november 9 showed immobility and thickening of the right and left coronary cusps. A thrombus was found at the edge of the left atrial appendage. A second tee done on november 11 confirmed the previous findings. On (B)(6) 2019 the perceval valve was explanted due to a reported leaflet dysfunction and replaced with an inspiris valve the explanted valve was received by livanova for evaluation on (B)(6) 2019. This perceval valve was explanted after 2 weeks and 5 days due to a reported leaflet dysfunction. Patient died on nov 30 reportedly due to multiple organ failure.

Manufacturer narrative:
The manufacturer was notified that the patient passed away from the previously reported re-operation. The patient passed away on (B)(6) 2019. The site indicated the relationship to the procedure and the device were both unknown. The manufacturers previous assessment and conclusion are unchanged by this information. There is no information indicating additional evidence that was not available during the previous assessment.

Event description:
The manufacturer was notified that the patient passed away from the previously reported re-operation. The patient passed away on (B)(6) 2019. The site indicated the relationship to the procedure and the device were both unknown.

Manufacturer narrative:
This perceval valve was explanted after 2 weeks and 5 days due to a reported leaflet dysfunction. Gross examination revealed a stenotic bioprosthesis because of massive thrombotic depositions on all outflow surfaces. There was no calcification or bacteria on histologic examination. It has to be noted that the antibiotic therapy administered to the patient could have contributed to the absence of bacteria at the thrombus and leaflets level. It has been reported in literature that conditions like chronic kidney disease and atrial fibrillation are associated with substantial thromboembolic risk. In the 12 years of perceval clinical experience, only 6 cases of early failure due to leaflet thrombosis have been reported on a total of more than 50,000 patients implanted. Moreover, among livanova sponsored clinical studies including more than 3,000 patients no cases of early perceval valve thrombosis have been reported. Based on these investigations the suspected root cause of the patient valve thrombus formation is the patient condition/patient factors.

Event description:
An (B)(6) old male, with a clinical history of hemodialysis since 2005, chronic atrial fibrillation and diabetes mellitus, was implanted with a perceval valve on (B)(6) 2019 with concomitant left atrial appendage closure. Immediate post procedure, only aspirin was administrated until (B)(6), then warfarin was administrated with adequate inr control. The patient had been uneventful until (B)(6) 2019, when he started to have fever and a sternal wound infection was diagnosed. On (B)(6) 2019 a CT scan revealed findings mediastinitis. Two wound debridments had been performed and antibiotics therapy was started. Blood and wound cultures revealed serratia marcescens. A transthoracic echocardiography (tte) performed on(B)(6) 2019 did not show any issue with the valve leaflets. A tte done on (B)(6) 2019 revealed immobility of the right coronary cusp. A transesophageal echocardiography (tee) performed on (B)(6) showed immobility and thickening of the right and left coronary cusps. A thrombus was found at the edge of the left atrial appendage. A second tee done on november 11 confirmed the previous findings. On (B)(6) 2019 the perceval valve was explanted due to a reported leaflet dysfunction.